Event description:
The patient reportedly had an infection at the implant site. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.